Manufacturer narrative:
The field service engineer checked the rinse station volume, probe positions, pressure sensors, and the gear pump. All were in order. Syringes and a reagent probe were changed. Controls were tested and were in order. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a creatinine value of 51 umol/l, which repeated as 92 umol/l. The creatinine reagent lot number was 476244, with an expiration date of 31-jan-2022.